Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. A device history review could not be completed due to the unknown lot number.

Event description:
The event involved a 127" (323 cm) appx 9.7 ml transfer set w/clave¿ clear, dual check valve, smallbore trifuse ext set w/1 pur yellow, 2 clave¿ clear (yellow, green rings), 2-0.2 micron filters, spin luer where the customer reported that the filter on green ring lumen (0.2 micron) was leaking aads (pn) fluid. There was patient involvement but harm was not reported as a consequence of this event.

Manufacturer narrative:
Investigation summary: received one (1) used. List #mc330523, 127" (323 cm) appx 9.7 ml transfer set w/clave¿ clear, dual check valve, smallbore trifuse ext set w/1 pur yellow, 2 clave¿ clear (yellow, green rings), 2-0.2 micron filters, spin luer; lot #unknown. The filter was observed to be wetted out. The reported complaint of a leak could be confirmed. The returned sample was tested and a leak was observed on the inline filter. A device history lot # review could not be conducted because no lot number(s) was/were identified. The probable cause is from the temporary loss of hydrophobic properties.